Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available for an unknown serial number. PMA not available for an unknown model number. Further information was requested but not received.

Event description:
It was reported that due to possible premature depletion of the defibrillator battery, the defibrillator was explanted and replaced on (B)(6) 2015. The patient was stable.